Event description:
A customer in russia notified biomérieux of a false positive hcg result for a patient in association with vidas® hcg 60 tests (reference (B)(4), lot 1007502730). The customer stated the intial test result for the patient sample was 181.29 mui/ml; repeat testing obtained a result of<2 mui/ml with -4 rfv. The customer confirmed the incorrect test results were provided to the treating physician; however, there is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation. Note: vidas reference (B)(4) is not sold or distributed in the united states however, a similar reference is marketed in the united states under reference number (B)(4).

Manufacturer narrative:
This report was initially submitted following notification from a customer in russia regarding false positive hcg results for three (3) separate patients (b, c and d) in association with vidas® hcg 60 tests (reference 30405, lot 1007502730). A biomérieux internal investigation has been completed with the following results: customer's material: no sample and no kit were received for investigation. Complaint trending analysis: no recurrence of the customer's issue for vidas hcg ref 30405 lot 1007502730/ 200715-0 was found. Study of batch history record: there is no CAPA, nor non-conformity recorded on vidas hcg ref 30405 linked to customer's issue. The analysis of the batch history records for vidas hcg ref 30405 lot 1007502730/ 200715-0 showed no anomaly during the manufacturing, control and packaging processes. Control charts analysis: the complaint laboratory observed four (4) internal samples on 5 different batches of vidas hcg ref 30405 including customer's lot. Hcg7 : target 17.40 mui/ml ; ranges [12.42 - 22.38]; hcg9 : target 28.80 mui/ml ; ranges [21.60 - 36.00]; hcg16 : target 0.00 mui /ml ; ranges <= 2.00; hcg24 : target 0.52 mui/ml ; ranges <= 2.24. The analysis of the control charts showed that all results were within specifications. The customer's lot is in the trend of the other lots. Tests performed: the complaint laboratory tested four (4) internal sera, same as above in control charts analysis, with retain kit vidas hcg ref 30405 lot 1007502730/ 200715-0. All internal samples results were within their expected specifications. There was no drift of the customer's lot since its release. The complaint laboratory tested control c1 without spr and performed spr and strip without sample.these two (2) assays gave negative results <2 mui/ml. Conclusion complaint laboratory performed four (4) internal samples, with the retain kit vidas hcg ref 30405 lot 1007502730/ 200715-0. There was no anomaly. All internal samples results were within their expected specifications.. Without customer's return sample and kit further investigation cannot be completed to determine a root cause. Though not confirmed by the customer in this case, internal testing without spr and/or sample has demonstrated underestimated results. According the above data , the kit vidas hcg ref 30405 lot 1007502730/ 200715-0 was within the expected performances. There was no drift of the batch since its release.